Event description:
It was reported that the patient complained of pain with pacing. It was determined to be phrenic nerve stimulation. The vector and pulse amplitude were adjusted and the pain was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.